Event description:
It was reported that the catheter exhibited a blockage. There was patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the occlusion/kin within the catheter.